Event description:
Customer reported via phone call that air bubbles were found in the reservoir when changing the set. Insulin was stored at room temperature. Customer was advised to manually prime bubbles out; customer confirmed bubbles were removed. Blood glucose value was 130 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.